Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer stated his contour next link 2.4 was not saving all of the blood glucose readings in memory. His insulin pump had at least 3 readings in memory that were sent by the meter, but were not found in the meter memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation a new meter was sent to the him.